Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the patient's low voltage lead had failed to capture. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
The report event of failure to capture was not confirmed. As received, a partial lead (only connector portion) was returned. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.